Event description:
It was reported by service report that they could not perform preventive maintenance on stretcher as found broken weld on pt right locking spindle (spindle broken completely from frame and not locking). It is unk if there was pt involvement or if there are adverse consequences to report.